Manufacturer narrative:
Article citation: becherer, babette e., et al. ¿the dutch breast implant registry.¿ plastic and reconstructive surgery, vol. 143, no. 5, 2019, pp. 1298¿1306., doi:10.1097/prs.0000000000005501. The events of bi-alcl, seroma, and lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to bi-alcl, periprosthetic seroma, and bia tumor mass. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article 'the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept' the following was reported: 6 cases of bi-alcl which were all diagnosed by markers cd30+ and alk-. The diagnosis of bia-alcl was obtained and confirmed after cytologic analysis of periprosthetic seroma, histologic examination of the periprosthetic capsule, or large-needle/incisional biopsy of a bia tumor mass. All patients under went a capsulectomy and removal of the implant. The manufacturer(s) of the devices and affected sides are unknown.

Manufacturer narrative:
Please find the attached journal article, 'the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept.'

Event description:
Through journal article 'the dutch breast implant registry: registration of breast implant-associated anaplastic large cell lymphoma-a proof of concept' the following was reported: 6 cases of bi-alcl which were all diagnosed by markers cd30+ and alk-. The diagnosis of bia-alcl was obtained and confirmed after cytologic analysis of periprosthetic seroma, histologic examination of the periprosthetic capsule, or large-needle/incisional biopsy of a bia tumor mass. All patients under went a capsulectomy and removal of the implant. The manufacturer(s) of the devices and affected sides are unknown.